Event description:
The patient reported she has not been able to charge her scs ipg due to the charging system not working properly. Subsequently, the scs ipg battery is low. Additionally, the patient's charging system and patient programmer are unable to communicate with the scs ipg. A replacement charging system was sent to the patient. Follow-up identified the replacement charging system did not resolve the issue. No additional information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.